Event description:
A customer contacted beckman coulter regarding false low glucose results generated by the unicel dxc 800 pro synchron clinical systems. An initial glucose result was 77 mg/dl with a critical rerun of 112 mg/dl. Repeat testing gave results of 113 and 112 mg/dl. A second sample gave an initial result of 93 mg/dl with a critical rerun of 64 mg/dl. An additional repeat on the same instrument generated result of 95 mg/dl. The results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Qc has been within specifications. A field service engineer (fse) was dispatched: the fse found that the reagent pump syringe was leaking. The fse replaced parts and serviced the instrument. Qc and precision was within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.